Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a coupler,3.0mm malfunctioned and failed to couple as intended. This occurred during an intra operation procedure. There was no report of patient injury or medical intervention associated with this event. No additional information is available.